Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that patient felt stimulation at the ipg site. Diagnostics indicated that there was high impedance on contact 3. X-rays were taken and showed epidural lead migration to the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.